Event description:
It was reported that the device was at elective replacement indicator and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4). Concomitant medical products: 6935 implantable tachy lead: (B)(6) 2009. 1688t competitor implantable pacing lead: (B)(6) 2006.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.